Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported critical pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the pump errors and power loss alarm and program the pump. The customer had turned the pump off and on and did a rewind and got the pump error 2 more times. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the mtr_vcc voltage < 2900mv for 3 consecutive minutes and triggered the pump error 24. Multiple pump error 24 alarms noted from 04/24/2025 11:20:00.000 to 04/22/2025 09:03:28.000, 04/24/2025 11:43:01.000, and 04/24/2025 11:47:01.000 were unexpected on the event date but no other unexpected power/battery alerts/alarms on or seven days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked select button on keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, cracked case at belt clip rail corner, and scratched case. Unexpected pump error 24 alarms were confirmed during analysis due to severe corrosion on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.